Manufacturer narrative:
This is an addendum to the initial MDR to document a correction to the expiration date of the device. Corrected field:(expiration date, UDI).

Manufacturer narrative:
With the limited information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the intermittent burning, pulling and mild pain sensations the patient alleges to have been experiencing. Additional information has been requested. Should additional information be provided, a supplemental MDR will be submitted. This MDR is associated to the bard 3dmax mesh alleged to have been implanted on the right side, an additional MDR was submitted associated to the bard 3dmax mesh alleged to have been implanted on the left side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that on (B)(6) 2011 the patient underwent the repair of bilateral inguinal hernias and was implanted with two bard 3dmax mesh devices. As reported for the last year and a half the patient has been experiencing intermittent burning, pulling, tingling and mild pain / pinching sensations on one or both sides. It is reported that these symptom have continued to increase in intensity and duration.